Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to an increase in pacing impedance measurements. A possible lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was received in two segments, severed 20 cm from the is-1 terminal pin. A portion of the outer insulation was missing, and an extracting stylet was stuck in the distal segment. Electrical testing was performed on the lead segments; all pathways except where the stylet was stuck passed the continuity tests. An x-ray examination of the distal segment revealed no fracture in the conductor coils. Visual inspection confirmed surface abrasion and torn insulation approximately 19 cm from the is-1 terminal pin. That damage is consistent with localized compressive stress on the surface of the outer insulation, likely due to entrapment in the clavicle/first-rib region. The reported increase in pacing impedance measurements is likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
It was noted that the lead was damaged during removal. The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
It was noted that the lead was damaged during removal. The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.